Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: product and related fields updated to proper value.

Manufacturer narrative:
Event date is approximated. Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. A manufacturer representative went to the site to test the equipment. The computer was replaced. The navigation system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device. It was reported that the device was not working properly. The site reported the system to be slow and automatically restart at times. This was observed outside of a surgical procedure. No patient involvement.

Manufacturer narrative:
A medtronic representative went to the site to perform another system checkout. The hardware, software, and instruments passed the system checkout. No parts required replacement. The system was found to be fully functional. Information is provided in the future, a supplemental report will be issued.